Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong s/l catheter. The sample was received with a detached proximal connector segment was not returned for evaluation. Clear precipitate was observed within the extension tube and the catheter. The catheter terminated at the 45cm depth marking. Microscopic inspection of the proximal end of the catheter revealed glossy striations typical of a sharp instrument cut. Inspection of the proximal end of the catheter revealed circumferentially opposite longitudinally aligned splits. Inspection of those splits revealed sharply defined, coarsely striated fracture features. Inspection of the connector cannula revealed mechanical damage. The damaged regions exhibited increased luster. Inspection of the locking arms was unremarkable. The mechanical damage on the cannula and the splits on the catheter were consistent with attempts to assemble the catheter/connector system with a traumatic instrument. The unremarkable locking arms suggested during that attempt, the distal connector segment was not engaged with the proximal segment. The product IFU provides instructions for the proper assembly of the catheter/connector system.

Event description:
It was reported that the catheter had become detached from the catheter connecter when the operator attempted to remove the catheter from the patient. The catheter was placed via left median cubital vein for injection of tpn on (B)(6) 2017. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported that the catheter had become detached from the catheter connecter when the operator attempted to remove the catheter from the patient. The catheter was placed via left median cubital vein for injection of tpn on (B)(6) 2017. No harm to the patient was reported.